Event description:
It was reported that during an unknown procedure, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned with one clip jammed under the tip of the advancer and a short feed clip inside the jaws. The clips were attempted to be removed from the jaws, but only the short feed clip could be separated, the jammed clip remained stuck. In an attempt to perform functional testing, the device was cycled and a second clip short fed into the device jaws due to the jammed clip; in this firing, the jammed clip could be removed from the jaws. In the next actuations of the device, six conforming clips were fed and formed. In addition, the orange indicator wheel was noted to be over traveled and the lockout feature was non-functional. Please note these conditions are not related to the reported event. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found damaged, causing the failure of the lockout mechanism. No conclusion could be reached as what may have caused the ratchet pawl damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.